Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the doctor removed the device from it's packaging and noted a kink along the cut wire. The kink on the cut wire prevented the device from bowing fully. This device was not used in the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the doctor removed the device from it's packaging and noted a kink along the cut wire. The kink on the cut wire prevented the device from bowing fully. This device was not used in the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire and extrusion at the distal end of the device was bent/ kinked. A functional evaluation found that the device did meet the bowing specification, however, was not bowing in plane due to the bent/kinked cut wire. The condition of the returned incident device was consistent with the complaint that there was a kink along the cut wire. During manufacturing, tome devices are 100% inspected, so the bent/kinked cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.